Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, battery cap contact missing or damaged, charge or battery lasting less than expected, damage (physical or cosmetic), and sensor updating/sg not available, as the insulin pump was cracked by the screen from top to bottom, the battery has to charge more frequently, the metal piece inside the battery cavity is loose, the cap of the battery cavity has to be screwed more than before to lock it, and the low battery alert to no battery occurs quickly. The customer reported no adverse events. The event involved product(s) mmt-1880, mmt-7020la, and mmt-7911na. The customer reported the pump was dropped or bumped, and/or the pump has possible physical or cosmetic damage. The customer reported a short battery life or a low battery alarm. The customer reported that the battery cap was damaged. The customer reported receiving the replaced battery alert or replacing the battery now. The customer reported that the transmitter battery did not last as long as expected. The customer reports receiving a sensor alert. The customer received a calibrate now alert or the calibration icon decreased the time for the next calibration. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-7020la. No product return is required for mmt-7911na.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.